Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that the patient had a "great" anterior repair with an uphold vaginal support system. The patient also had a hysterectomy. Following the procedure, the patient returned to the physician complaining of significant pelvic pain (specifics and date of onset unknown). On (B)(6), 2012, another physician attempted to cut one of the uphold mesh legs, and the patient began bleeding significantly, requiring 2 units of blood. It is unknown whether the mesh leg was released. The patient, who is over 18 years of age, is reportedly doing fine, and her pain has subsided. All other information is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.